Event description:
It was reported that during a direct stenting procedure of the moderately tortuous, concentric, heavily calcified, de novo 90% stenosed distal right coronary artery (rca), the xience v stent delivery system (sds) met slight resistance but crossed the lesion. The stent was deployed at 16 atmosphere (atm) and post dilatation was performed with the xience v balloon. During the second post dilatation the balloon ruptured at 16 atm. The stent was not apposed to the vessel wall and a non-abbott balloon was used for further post dilatation. The procedure was completed without reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos soft, guide cath: bright tip jr4. (B)(4) - improper or incorrect procedure or method; no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.